Manufacturer narrative:
Additional manufacturer narrative - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2007, the patient underwent an endovascular procedure using a gore® excluder® aaa endoprosthesis to repair an abdominal aortic aneurysm. It was reported that during the procedure the both internal iliac arteries were unintentional covered with the devices. The physician elected to monitor the patient. Later, the patient was discharged. Subsequent follow-up examinations identified a minor type ii endoleak (the origin not reported), and the aneurysm shrinkage. The physician elected to monitor the patient. No further information is available.